Event description:
It was reported that the pt experienced a burning sensation, as well as a no stimulation with occasional effective shocks. It was confirmed that the pt's lead was broken. The pt then developed cellulitis which delayed the revision surgery (relationship to the device therapy was not reported). The pt later underwent revision surgery to place a second lead. The pt outcome was reported as non-serious injury/illness.